Event description:
It was reported that when using the bd pyxis¿ es server, the patient did not show in pyxis at all. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that patient was not present on the system. A technical support specialist (tss) verified the reported issue and contacted the customer. It was identified that the host system was sending messages associated with a patient visit that had already been discharged. Upon checking the es server database, all incoming messages were found to reference the outdated visit identification (ID). The tss advised the customer to discharge and resend the patient data with a new visit ID. Following this recommendation, the customer¿s admissions team resent the updated visit information. As a result, the patient successfully appeared in the unit. The system functioned as intended after the technical support specialist troubleshot the issue of the device.